Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg migrated in the pocket and is causing pain. The issue has worsened after patient experienced a fall. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was repositioned to address the issue.